Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported that the eds 3 system clogs easily. This especially occurs after bleeding. In the drip chamber, the fluid doesn¿t drain to the collection bag. The grey button of the leveling devices also breaks easily or gets stuck. As a result, the leveling devices become lost or are thrown away by accident. One patient specifically had extra trouble because he had a second bleed and csf production was raised. There were a lot of blood clots due to the bleeding and the drip chamber filled immediately. The chamber could not be emptied into the bag because the stopcock was clogged with blood clots. Syringes were used to empty the chamber. The patient could have developed extremely high icp and suppression of the brain stem. There was no delay in surgery.

Manufacturer narrative:
A review of previous complaints has revealed an opportunity to improve the durability of the laser leveling device activation button. A ropd project #(B)(4) has been created to change the design of the (B)(4) laser leveler to replace the soft button with a metal button to improve the durability of the device. There is also no patient risk associated with this complaint type. Based on this information this complaint is being closed and no further investigation or action is warranted at this time.

Event description:
A follow up is being created to submit the additional information that was received from the customer: (based off the additional information received on (B)(6) 2013 a new complaint was opened ((B)(4)) for (B)(4) additional leveling devices that are mentioned below.) On (B)(6) 2013 additional information from the affiliate stated: how many patients were involved with this incident. If more than one, can you provide patient information. (B)(6) scale not (B)(6) enough: this counts for all the lumbar patients, about (B)(4) per year. Clogging: the clogging happens every once in a while, especially when there's blood in the system. They don't know the numbers of patients exactly. Leveling device: they complain all the time about the leveling devices. Number of patients related is hard to give, but would be more or less in line with number of (B)(4) sold: 2008 in 2012 and 2013. They've ordered (B)(6) new (B)(4) devices in 2012 and 2013 because of malfunctioning or loss. Were there any adverse consequences to the patient(s). I've received an email of resident (B)(6):translated in short: they always have trouble emptying the drip chamber in the collection bag. In one patient specifically they had extra trouble, because he got a second bleeding and the csf-production raised suddenly. Because of the bleeding, there were a lot of blood clots and the drip chamber filled immediately. The nurses wanted to empty the drip chamber into the bag, but the stopcock was clogged by the blood clots. They used syringes to empty the drip chamber and eventually this worked. It was stressful because patient could have developed extreme high icp and suppression of the brain stem. I have a meeting with nurse (B)(6) on friday (B)(6) and will follow up. Maybe they have the serial number of this specific (B)(4) system. If I receive additional information, I will send this to you. Was surgery prolonged greater than 30 minutes as a result of this incident. The complaints are not related to surgery, but to after care on the wards and intensive care unit, brain care unit. So no the surgery was not prolonged by 30 minutes.